Manufacturer narrative:
Date of event is estimated. An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to recover the ipg. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had a rf operation where the device was placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller since the procedure. Troubleshooting was able to recover the ipg.